Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb and determined the root cause of malfunction to be a physically damaged transistor, q2. Replacement of the q2 component restored proper operation of the assembly.

Event description:
It was reported that the device would not power on with battery source. There was no report of patient involvement with incident.